Manufacturer narrative:
(B)(4) physio-control evaluated the customer's device and verified the reported issue. Physio observed that the negative terminal of the hybrid layer capacitor (hlc) battery, designator bt1, is completely broken on the analog pcb assembly which caused low hlc voltage. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the charge-pak and attention icons. Physio advised the customer to install a new charge-pak; however when the new charge-pak was installed the device still displayed the charge-pak and attention icons. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control and observed that the device will not remain powered on to download device data or to charge and shock.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device displayed the charge-pak and attention icons. Physio advised the customer to install a new charge-pak; however when the new charge-pak was installed the device still displayed the charge-pak and attention icons. There was no patient use associated with the reported event. Upon evalaution of the customer's device, physio-control and observed that the device will not remain powered on to download device data or to charge and shock.